Manufacturer narrative:
(B)(4).

Event description:
The thermacor 1200 infusion system was being used at (B)(6) hospital and medical center in (B)(6), on (B)(6) 2015. The hospital reported that the hydrophobic filter on the 3 spike set was missing and went unnoticed when the tubing set was attached to the unit. When the infusion started, blood began leaking out of the port onto the thermacor 1200 unit. Pressure bags were used in the place of the device, and the patient was taken to the operating room. The hospital biomed cleaned the unit; however, the unit was returned for further cleaning and inspection. The 3 spike set was not retained by the hospital for further investigation. The hospital could not provide the lot number for the 3 spike set; however, it is believed that lot 302375 was being used. Retains were profiled and no issues were seen with the tubing sets. Inventory was reviewed at the hospital and no issues were seen with the 3 spike set missing the hydrophobic filter.

Manufacturer narrative:
(B)(4). Corrected "date of this report" from (B)(6) 2015 to (B)(6) 2016.

Event description:
The thermacor 1200 infusion system was being used at (B)(6) hospital and medical center in (B)(6), on (B)(6) 2015. The hospital reported that the hydrophobic filter on the 3 spike set was missing and went unnoticed when the tubing set was attached to the unit. When the infusion started, blood began leaking out of the port onto the thermacor 1200 unit. Pressure bags were used in the place of the device, and the patient was taken to the operating room. The hospital biomed cleaned the unit; however, the unit was returned for further cleaning and inspection. The 3 spike set was not retained by the hospital for further investigation. The hospital could not provide the lot number for the 3 spike set; however, it is believed that lot 302375 was being used. Retains were profiled and no issues were seen with the tubing sets. Inventory was reviewed at the hospital and no issues were seen with the 3 spike set missing the hydrophobic filter.